Manufacturer narrative:
On 2/11/2020, device evaluation was completed. Device evaluation summary: during evaluation of the sample a crease was note din the anterior view. Within crease a tear was observed, measuring approximately 0.4 cm. Leak testing was performed in accordance with mentor procedures and other no leak sites were detected. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/4/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/04/2020,, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 290cc mentor smooth round high profile and was presented with bilateral breast implant deflation, and ptosis. The deflation was confirmed via mammogram on (B)(6) 2019. As a result, the patient underwent explantation and exchange with unknown gel implants on (B)(6) 2020. This report is for the patient¿s left-sided device.